Event description:
Int'l. ((B)(6)) complaint received reporting disconnect/leakage issue with use of 46110-65 transpac IV trifurcated mtg, kit. The initial information reports the (B)(6) event as follows ".. Patient was being transferred to ICU after his surgery. The arterial line disconnected from the female luer lock, patient was bleeding ..nurse was able to see it right away.. . The line was clamped..device replaced with a new one". There were no reported patient injuries, change in baseline condition, additional treatments or adverse patient consequences. (B)(4). Device return: one (1) used "partial segment" of the 46110-65, transpac IV trifurcated monitoring kit consisting of the following components - female/luer pressure tubing with squeeze flush, transducer and 3-way stopcock. Qe investigation in progress.